Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to medtronic for evaluation. The tip was present on the device and met specifications. All other delivery catheter components were present. The stent was not returned with the device. The balloon had been inflated. Blood residue was evident between the balloon folds. Evaluation, results: (dislodgement). (Greater than 90% stenosis, severe calcification). (Device handled directly prior to use, contravening IFU). Conclusions: (greater than 90% stenosis, severe calcification). (Force was used after resistance was felt crossing lesion).

Event description:
An endeavor sprint rx drug-eluting stent, length 30mm, diameter 3 mm, was intended to treat a severely calcified lad lesion in a patient. It was reported that the stent would not cross the lesion and, on removal, the tip of the stent was detached. The device was inspected prior to use with no abnormalities noted. Lesion percent stenosis was reported to be greater than 90%. It was reported that resistance was noted when passing the lesion and force was used during advancement and withdrawal of the device. Another stent was used to treat the lesion. The patient status was reported as well post procedure and no clinical sequelae have been reported.